Event description:
The customer brought the meter in to the doctor to have the results reviewed. It was discovered the meter was set in mmol/l. The customer did not adjust any medication or allege any adverse events. The contact was able to reset the meter to mg/dl. The contact will call back if further assistance is needed.